Manufacturer narrative:
(B)(4). Date sent: 10/27/2025 d4: batch # unk. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? -malformed staples 2. How was the bleeding controlled? -clip to control bleeding 3. How much blood was lost (ml)? -unknown 4. Did the patient require a transfusion? -no 5. How was the bleeding addressed? -clip 6. Could you please clarify if there were any patient consequences? -no 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, it was observed that the cartridge had a bulge in the middle portion; and there was bleeding from the cartridge face. The physician immediately stopped the bleeding with a vascular clip. There was an unspecified increased in the procedure time. There was no patient consequence nor surgical delay reported. No additional information provided.